Manufacturer narrative:
D9: device was returned. Fields were updated. H6: code b01: the engineering evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation. The reported failure to deploy is consistent with the initial inability to deploy by pulling on the knob during engineering evaluation. Engineering evaluation of the device could not confirm the reported failure of bowstringing. Replication of this failure mode is not possible because of differences between conditions seen in vivo (i.e., patient anatomy, procedural conditions) and those seen in the laboratory. The root cause of the failure to deploy and the observed shifted and compressed endo could not be established within the engineering evaluation.

Event description:
The following was reported to gore: on (B)(6) 2025, during treatment of a stenosed a-v fistula in the patient's left arm, an 8fr sheath (unspecified brand) was used to advance a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn® device) over an 0.35 wire (unspecified brand). The viabahn® device was placed at the intended treatment site and deployment was started. However, the catheter kept bowstringing and deployment could not be continued. The viabahn® device was withdrawn from the patient with no issues. A new viabahn® device was used to complete the procedure. The patient did not experience any adverse consequences. As reported, the physician tried to deploy the removed viabahn® device on the back table. The physician reported that it seemed the deployment line did not appear to be 'fully connected', thus, not allowing for deployment.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code b17: device has not been returned as of today. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.